Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with unknown mentor saline breast implant, experienced bilateral wrinkling post procedure. Patient reported deformities in her implants. As a result, patient underwent bilateral replacements with unknown implants on (B)(6) 2021. This report relates to the right prosthesis. Patient has previous event which will be reported accordingly. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Please see patient other event in manufacturer report number: 1645337-2022-05168. Patient has 3 more events which will be reported accordingly. Manufacturer¿s reference number: (B)(4).